Manufacturer narrative:
Three used units were received for evaluation. Visual inspection of the products found no anomalies. Since the devices were sold non-sterile, the investigation could not address any parameters with the sterilization process that may have contributed to the end user¿s sensitivity. Moreover, no information was provided on any re-processing activities or types of lubricants that may have been applied to the device and/or stoma area that may have contributed to the sensitivity. The investigation of the returned devices did not identify any manufacturing defects. A lot history review was performed and no nonconformances were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after approximately 1 day or so of use, caregiver noted red sores and skin irritation around patient¿s neck/chin area. The end of the trach tube was not smooth. Tube was removed and back up tube placed. There was no delay in therapy. Medical intervention needed included the patient¿s physician ordering a new skin barrier product to try and help heal the sores the defective trach tube caused and to help protect from further injury. Patient received 24/7 ventilator support therapy. Since removing the product from use, the patient¿s skin improved. Patient is 1 year old, weighs 21 lbs.